Manufacturer narrative:
The description of the event and the log file provided basis for the investigation of the reported symptom. Device restarts at the reported time of event could be confirmed by analyzing the provided log file. It can be derived that the internal safety software of the device detected a deviation and initiated warmstarts as specified in an attempt to resolve the problem. In case of such a restart, the emergency-breathing valve opens to ambient allowing for spontaneous breathing and generates corresponding alarms. The root cause of the restarts could not be finally clarified from the available data and considered to be sporadic. The exchanged pba m16.2 was tested by the manufacturer without any deviations. The service engineer ran the device in a long term test run over several days without any failures.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator rebooted while it was connected to a patient. No patient injury reported.